Event description:
It was reported that the patient presented to the clinic for a device implant procedure. During procedure, lead signal of the left ventricular (lv) lead could not be detected. The lv lead exhibited loss of sensing and loss of capture. The lead was replaced during the procedure to resolve the issue. There was no patient consequences.